Manufacturer narrative:
Investigation of the event determined the issue was caused by an operator handling issue. The customer did not use the internal standard (is) insert, which could lead to internal standard evaporation and consequently low results. It was also found, the customer used the standard low and high ampule for 3 days. As claimed in the package insert, "calibrators s1, s2 and s3: to be used only once" no adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer discovered questionable low sodium results from the cobas c501 when the results were compared to another cobas c501 analyzer at the site. The user provided data for seven patient samples with discrepant results. All results are in mg/dl. Patient sample 1 initial result was 122, repeat result on the other c501 was 132. On (B)(6) 2010, the sample was repeated on the original c501 with a result of 137 and on the other c501 with a result of 134. Patient sample 2 initial result was 126, repeat result on the other c501 was 134. Patient sample 3 initial result was 121, repeat result on the other c501 was 130. Patient sample 4 initial result was 123, repeat result on the other c501 was 133. On (B)(6) 2010, the sample was repeated on the original c501 with a result of 134 and on the other c501 with a result of 130. Patient sample 5 initial result was 127, repeat result on the other c501 was 136. On (B)(6) 2010, the sample was repeated on the original c501 with a result of 143 and on the other c501 with a result of 140. Patient sample 6 initial result was 124, repeat result on the other c501 was 134. On (B)(6) 2010, the sample was repeated on the original c501 with a result of 143 and on the other c501 with a result of 141. Patient sample 7 initial result was 123, repeat result on the other c501 was 132. On (B)(6) 2010, the sample was repeated on the original c501 with a result of 143. No adverse events were alleged regarding the event. The lot number of the sodium electrode was not provided. The sodium electrode was replaced and calibration and quality control were performed which resolved the issue. It was noted the customer was reusing the high and low ise standards for calibration. Per product labeling, the opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibrations.